Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection imipenem, 500 mg, twice a day and injection vancomycin, 1 gram, after 5 days (routes were not reported). On an unreported date, the patient was recovered from the event and remained hospitalized. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. It was not reported if the patient was retrained on proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.